Event description:
It was reported that during a routine follow-up, loss of capture and non-sustained lead noise due to far p-wave oversensing were observed. Patient was asymptomatic. Dislodgement was observed via cxr. The lead was successfully repositioned. The patient was fine.

Manufacturer narrative:
(B)(4).